Manufacturer narrative:
H6 codes updated: medical device problem code: updated to 1260. Investigation findings: updated to 3252 and 3243. Type of investigation: updated to 4117.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant fracture.